Event description:
It was reported that the patient presented for initial right ventricular (rv) lead implant procedure. During procedure, the rv lead exhibited poor sensing and had to be repositioned twice. After the second repositioning, the helix of the rv lead failed to retract. The rv lead was not implanted, and another was implanted on (B)(6) 2025. The patient was discharged under stable condition.